Manufacturer narrative:
A ge service representative performed an on site investigation. The 60 vdc power supply and servo motors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of mechanical motorization functionality. No pt or user injury was reported related to this event.